Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 164 mg/dl (performa system) and 71 mg/dl (active system).no adverse event reported. Return of the suspect device was requested for evaluation.